Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the harmonic ace instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad broken and detached from the arm. This failure is typically associated with mishandling/misuse.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on the harmonic ace instrument, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being reported based on the following conclusion: the teflon pad of the instrument was detached and potentially fell into the patient's cavity during use. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip protector of the harmonic ace instrument was separated. A backup instrument of the same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the teflon pad was separated but no fragment fell inside of the patient.